Manufacturer narrative:
The damaged lens was returned to b+l and subjected to visual inspection. Results revealed the optic was torn in half. One haptic was torn off and missing. Functional testing could not be performed due to the damage. The condition of the lens is consistent with the lens that was removed from the eye. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Torn optic; haptic torn off. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the akreos mi60lus intraocular lens in the left eye using the viscoject 1.8 delivery device. During lens implantation, the surgeon noted the iol was torn. Intervention was performed in order to enlarge the incision and remove the lens. After explantation, the capsular bag was found damage, vitreous loss occurred, and a vitrectomy was performed. An li61ao intraocular lens was implanted successfully. Reference MDR: 1119279-2011-00021.